Event description:
It was reported that customer experienced cgm error and was unable to continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, successfully performed reset without recurrence of cgm error, and then successfully started new sensor session.